Manufacturer narrative:
The investigation into the access site bleeding ¿ major issue has been completed. The device was not returned for benchtop investigation. According to the clinical information provided, patient had hematoma formed around the access site after insertion of gwru in cath lab with all best practices being followed. The cause of the access site bleeding issue was most likely due to lack of vessel recoil onto the sheath per clinical review.

Event description:
The user facility reported a 55-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The impella access site began to bleed and a hematoma formed. Dressing was removed and pressure was held but hemostasis was not achieved. Physician decided to remove the impella to not risk groin complications. Pump removed and perclose sutures tightened. Site is dry with no further hematoma.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Per the IFU: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿